Manufacturer narrative:
Sample was collected in a sterile 7 ml red top tube from fresh gross sample of paracentesis fluid. The instrument is currently performing within qc specs with respect to control (accuracy) and reproducibility (precision). Controls are run every 8 hours. Controls run before and after the event recovered within range. Background counts were acceptable. A field service engineer (fse) was not dispatched to evaluate the analyzer. Root cause for the erroneous wbc and rbc counts is unk. The rbc count was flagged (r-flag) to alert the customer to further review the sample. The software algorithm for the wbc parameter has a requirement of 500 total events on the histogram pattern to generate an r flag. The number of events for this sample does not meet the requirement and the wbc results were not flagged. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
Customer reported obtaining erroneous white blood cell (wbc) and red blood cell (rbc) test results when using the coulter lh 750 hematology analyzer on (B)(6) 2008. The erroneous test results were associated with a single paracentesis fluid sample. There was an instrument generated r-flag associated with the rbc test results. (An r-flag is a review flag). The test results obtained on the coulter lh 750 hematology analyzer were determined to be erroneous when compared to test results obtained manually using a hemacytometer. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.